Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the jammed right-side lock caused by insertion of an incorrect key. A field service engineer (fse) removed the stuck key, but the lock was damaged and could not be opened, requiring part replacement. On a follow up visit, the fse removed the top cover hinge pins, accessed the rear of the lock, replaced the damaged lock assembly, and reinstalled the hinges. The customer successfully verified locking and unlocking of the top panel, confirming the repair was completed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, keys were struck in device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.